Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed a gradual rise trend in daily shock lead impedances until an alert for high, out of range values was triggered. A commanded shock was suggested and alert programming options were recommended to set the lead for monitoring for now. According to field representative the lead is going to be monitored over time and no action has been taken. The rv lead remains in service. No adverse patient effects were reported.